Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip was applied on instruction due to removal of a polyp site. The clip was then grasped and locked onto tissue, but did not release from the catheter to deploy. The clip was removed from the patient. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.